Event description:
A portion of the vasoview hemopro vein harvesting system broke off while in use on the patient's right lower leg. The broken portion was retrieved by the physician assistant, who was performing the vein harvest at that time. X-ray taken at the end of the procedure confirmed that no pieces remained in the right lower leg.